Event description:
A nurse injured her back while pushing the bed around a corner. Allegedly, the injury resulted in a herniated disc.

Manufacturer narrative:
The hill-rom technician inspected the bed and stated that when the bed was in the neutral position, the caster made a clicking noise, but remained in neutral and did not lock in steer position. The bed "steer" function worked correctly. The technician made a slight 1/2 turn adjustment to the brake/steer caster stem set screw to stop the clicking noise on the brake/steer caster.